Event description:
The customer contacted saalt via email to inform us that she had gone into her ob/gyn in order to have her cup removed. She was trying the cup for the first time, and after wearing it for five hours attempted to remove it. The customer stated that she watched instructional videos and attempted to bear down to reach the cup but wasn't able to get a good grip on it. She left it in until the following day when she was able to go to her physician to have it removed. The doctor stated that she did have a high cervix, which would possibly make the cup difficult to remove. Her doctor suggested that she try using the cup another time. Saalt requested the cup back and sent her a saalt soft to try. The original cup was not returned to saalt.